Manufacturer narrative:
B3 - date of event - the date of event is unknown, and 01 apr 2026 has been used as a placeholder. The device has been requested for evaluation- it has not been received. The investigation is pending.

Event description:
Event occurred regarding a clave neutral connector where it was reported that they are experiencing malfunctioning clave connectors breaking and leaking. Patient involvement and harm are unknown.